Manufacturer narrative:
Based on the claim against the product by the customer noting corrosion on the plastic near the connection, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and was found to have localized melting near the grip base. There was no damage to the conductor wire. The instrument was placed and driven on an in-house system. The instrument passed the recognition, engagement, energy delivery and electrical continuity tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Isi reviewed the site¿s complaint history, which revealed patient identifier (B)(6) is a related record of patient identifier (B)(6).

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the plastic near the connection was corroding and retaining debris. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) obtained the following information from the customer about the complaint: the instrument was inspected prior to use. The customer noted that there was a corroded area of the plastic. There was no report of arcing observed when the instrument was last used. The instrument was not used on the patient when the corroded area was found. No patient demographics are available as the instrument was not used on a patient.